Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08715 inches. No unexpected pump error 15 alarms during testing however, pump error 15 alarm is found in the downloaded history files due to a software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer experienced hypoglycemia. The customer's blood glucose value was 45 mg/dl. Customer reported the pump displayed reservoir estimated 0 but there was actually insulin still in the reservoir and stated had 100 units in the reservoir. Customer reported multiple pump error alarms. Customer had been recently hospitalized for a week due to copd and was given steroids causing his blood glucose to go way up. Customer stated ever since he came home from the hospital he began having extreme lows 45 mg/dl. Customer was treated with sugar drink, banana and snack bar. Customer was at 101 mg/dl and had a banana and little muffins and four hours later he was 74 mg/dl with no insulin taken. It was reported that as a bolus at 12.30 pm wife gave cereal and milk and additional milk for pills when his blood glucose was 74 mg/dl and no bolus and at 5.00 pm his blood glucose was 45 mg/dl and when given 65 carbohydrates with no bolus and he went up to 73 mg/dl two and a half hours later. Customer experienced symptoms like sweating, clammy and a block spot in his vision and his eyes felt like they were twitching and he got confused. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was unhooked from pump at 3.00 am on (B)(6) 2019. Customer was alleging possible pump over delivery. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer reported self test passed. The devices will be returned for analysis.